Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. Medical intervention was not specified. The following sections were corrected: b1, b2, h1, h6. The adverse event/product problem was initially reported as an product only, but is now corrected to both to include adverse event. Other is now selected as the outcome of adverse. The type of reportable event was initially reported as product problem. The correct type of reportable event is serious injury. The health impact grid was initially coded for c50675 (no health consequences or impact). The correct code is c172031 (serious injury/illness/impairment).